Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issues, buttons were harder to push. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting and reported that they received low battery alert prior to the off no power alert. The customer was reported that the reservoir white cap was crooked a little in the p-cap no issues with the insulin pump and reservoir was locking in place. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.